Event description:
The customer reported to olympus, flipped image issues on the high-definition lcd monitor. It was reported that the procedures performed were therapeutic bulkamid urethral bulking and the flipped image issue occurred multiple times causing procedural delays for less than 30 minutes. Reportedly, one time the procedure was delayed more than 30 minutes. The issue led to suboptimal outcome when image was flipped upside-down and per customer it impacted the success rate and procedure could not be performed in optimal condition, adversely affecting patient care. Due to the reported malfunction, the patient did not receive satisfactory outcome due to technical issues. Multiple events for flipped image issue reported under the following 3 patient "identifiers": 1) patient identifier # (B)(6); visera elite video system center, model # otv-s190, serial # (B)(6). 2) patient identifier # (B)(6);visera elite video system center, model # otv-s190, serial # (B)(6). 3) patient identifier # (B)(6) ;visera elite video system center, model # otv-s190, serial # (B)(6). The supplemental report below to identify a case that took greater than 30 minutes. 4) patient identifier # (B)(6); high definition lcd monitor, model # oev262h serial # (B)(6) (this report).

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00304. This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "the procedure is delayed for more than 30 minutes" and the phenomenon "the images are inverted" could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event had happened every single time for a few months now. However, the exact number of times is unknown. No error messages that may have been observed because of the failure. The duration of the procedure is 30 minutes. The reported event did not led to the procedure being cancelled or postponed. The procedure did not need to be completed with another device. The reported problem did affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred.

Event description:
In speaking with the olympus technical assistance center (tac), the customer reported that the visera elite video system center had flipped image on the monitor with oev-262h high definition lcd monitor. The following troubleshooting steps were taken: tac checked the settings in the video system center, and the invert display was off. Also, the flip pattern on the monitor was off. The customer confirmed that the orientation of the scope was correct. The customer chose rotation on the monitor to rotate the image and would call their sales rep to come and take a look. No further action was required. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.